Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, three rx xience v stents (3.5 x 28mm, 3.0 x 12mm, and 3.5 x 28mm) were implanted overlapping in the proximal rca lesion via direct stenting. In 2009, the pt experienced arrhythmia and cardiac arrest, which required hospitalization and treatment with medications and defibrillation. However, the pt did not regain consciousness and remained in the intensive care unit (ICU) on full life support. The pt's family withdrew life support care six days later, and the pt died. No additional event or pt info is available.

Manufacturer narrative:
The additional xience v 3.0 x 12mm and 3.5 x 28mm are being filed under the same MFR #. Death and arrhythmia, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Death, arrhythmia, cardiac arrest, and hospitalization are listed in the product risk assessment. There was no reported product malfunction, and there does not appear to be any indications of a product quality deficiency.